Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. Upon interrogation, a yellow warning screen was displayed with the message 'possible device malfunction'. The warning was cleared and the remainder of the interrogation was normal. The message did not recur. A save to disk was performed and returned for analysis.